Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2203-45, serial number: (B)(6), batch/lot number: 5002031, model/catalog description: argyle lead 45cm sterile kit, unique identifier (UDI) # (B)(4). Model number/catalog number: db-4605-c, serial number: n/a, batch/lot number: 31392321, model/catalog description: dbs burr hole cover spares kit, unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 27487994, model/catalog description: suretek? Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patients' right side lead incision site of the deep brain stimulation (dbs) system did not heal and the did not close. The physician decided to explant all the devices on the right side of the brain and skull, two leads and burr hole covers, at which time cultures were taken, however the results are unknown. The patient was prescribed antibiotics post operatively. We completed a good faith effort to obtain additional information, if additional details becomes available, a supplemental report will be submitted.